Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 unused samples and 1 photo submitted for evaluation. The reported issue of cather defective / damaged was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that the defect reported by the customer was not observed bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 20g x 1.00 in catheter defective damaged it was reported by the customer that the catheter was splitting when advanced in the patient. Verbatim: they had issues last night with the 20ga x 1.00¿ nexiva diffusics ref#383592. The catheter was splitting when advanced in the patient. It was lot# 4117950. I have the unused product in my office. Additional info: 1. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? Yes, during patient use. No injury, just required an additional IV stick with undue pain. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No 3. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Additional info: no. The product was disposed of unfortunately. Additional info: doug does have some unopened unused product in that lot if you would like those?